Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. Troubleshooting was performed on insulin pump and it was found that the time and date were not correct. Customer was assited with programming time and date. Customer would call back when in receipt of tubing clamp in order to complete high pressure test. The insulin pump will not be returned for analysis.